Event description:
On (B)(6) 2018, the lay user/ patient contacted lifescan (lfs) USA alleging that her onetouch ultramini meter was reading inaccurately high compared to another, hospital, meter. The complaint was classified based on customer service representative (csr) documentation. The patient reported obtaining an alleged inaccurately high result with the subject meter, on (B)(6) 2018 at 7:00am, but she was unable to recall the exact result. The patient stated that she manages her diabetes with insulin ¿ self adjusted and in response to the alleged inaccurately high result, she reported taking an, ¿increased insulin intake¿ based on the results she obtained and how they related to a sliding scale. The patient reported that a few minutes later she developed symptoms of feeling, ¿dizziness, sweaty, about to faint¿. In response to the symptoms, the patient denied receiving any treatment over and above her usual diabetes management routine. The patient reported becoming aware of the alleged product issue when she obtained a result of, ¿345 mg/dl¿ with the subject meter and, ¿270 mg/dl¿ with the hospital meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. During troubleshooting, the csr verified that the unit of measure was set correctly at the time of testing and the results obtained were taken from an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on an alleged inaccurate high result obtained with the subject meter.